Event description:
Subsequent information received from the site which states the end of the balloon hub broke off while being inserted into the patient. The balloon would not inflate. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure of the right coronary artery the nc trek balloon dilatation catheter (bdc) was positioned and pressurized, but the balloon did not inflate and no contrast was visible under fluoroscopy in the balloon. The bdc was removed from the anatomy and it was noted that the shaft had separated at the hub area. There was no reported issue of resistance during advancing or removal and there was no issue with device preparation prior to use. There was no reported adverse patient effect. A second bdc was used in the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported inflation difficulty could not be tested/confirmed due to the condition of the returned device. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.